Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced ¿recurrent infections¿ (not further specified). On an unreported date, the patient was hospitalized for the event and at the time of this report, the patient remained hospitalized. Treatment was not reported, however, the patient¿s ¿pd tube¿ (pd catheter) was removed due to the recurrent infections. The patient was to get a new pd catheter inserted ¿next week¿ (dates unspecified). No further detail was provided regarding the outcome of the event or regarding the status of pd therapy. No additional information is available.